Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has had recurring bladder infections since the interstim system was implanted. Patient said they have had four bladder infections since implant. It was reviewed that this was unexpected and should be discussed with the patient's managing health care provider (hcp). Patient stated that their target urinary frequency symptoms are not being controlled like they used to, further stating that they have had a loss of therapeutic effect and was going to the bathroom a lot. Patient said they have not had any falls/traumas, but the hcp made programming changes around the time that the issue presented itself. Patient was redirected to follow up with the hcp. Patient said they would see the hcp the day after the report. No further patient complications were reported/ anticipated as a result of this event.